Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. Device was program with multiple boluses and monitor. All boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. However unit received with a displayable history check failed on startup alarm in alarm history screen due to corrupted history file. Unable to upload to carelink due to corrupted history file. Scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated it took force to get the buttons to deliver a bolus. The blood glucose at the time of the incident was 199 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.